Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: one of the prongs broke during using. Breakage of the instrument during normal procedure. Instrument was three months old. 399.091 bone holding forceps. 399.086 reduc-forc w/point lot 5916761. It is not known to what extent. Article 399.086 is involved, on the accompanying picture there is only the broken bone holding forceps 399.091 visible/stm2. Material was received. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. G5 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
An investigation was conducted and it states that the forceps on the instrument one prong was broken off. Further investigation regarding manufacturing documents shows conformity to the specification. The broken surface is homogenous which indicates material conformity. Unfortunately, the exact cause of failure can not be determined. The failure could be due to much applied mechanical force beyond its calculated design.

Event description:
This is report 2 of 2 for (B)(4).